Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to power on. Analysis of the log file confirmed that the host-pc did not start up during the previous system start. Upon troubleshooting, the fse identified that the issue occurred due to a faulty os hard drive. To resolve the issue, the fse replaced the hard drive from the customer site, and a ghost image was restored. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to power on, preventing the system from booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.